Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the right ventricular lead had "more resistance" and "went bad", and also that the pacemaker battery went down faster than the doctor anticipated. The lead was capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.